Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and to provide the evaluation results. One angio-seal evolution device was received for product evaluation. No accessory components were returned with the device. The returned device was subjected to visual analysis, which found no remnants of dried body fluids on the external portion of the device. The body of the carrier tube assembly of the evolution device was mated with the hemostatic sheath. Upon inspection, the deployment sleeve was found to be in the rear lock position. However, no anchor was exposed or posted to the distal tip of the hemostatic sheath and no suture was visible. The distal tip of the hemostatic sheath was then analyzed and it was noted that the tip of the anchor along with significant amounts of dried blood like substance could be seen. At this time, functional testing was undertaken. As part of functional testing, the deployment sleeve was moved into the forward lock position. The anchor and carrier tube then became exposed at the distal tip of the hemostatic sheath. No portion of the anchor was still within the hemostatic sheath. The deployment sleeve was then moved into the rear lock position and the anchor posted as expected. Digital pressure was applied to the anchor releasing the suture and the tamping tube then the auto tamping mechanism was employed and the collagen was compacted. No anomalies were found with the device there is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Based on the received condition of the device the complaint could be confirmed for pullout since all of the absorbable components were still within the hemostatic sheath. The reason the anchor was still in the hemostatic sheath upon receipt is likely due to the user not placing the device in the full forward lock positon or an anatomical obstruction blocking the anchor from posting. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device has not been received.

Event description:
The user facility reported suture detachment when using the angio-seal device. The following information was provided by the user facility: the angio-seal evolution that did not seem to have the string loaded in it; when the doctor pulled it to deploy the seal, it just came apart and there was no string left hanging; the patient was reported to be fine; and the procedure outcome was good. Additional information was received on 6/14/2017. Resulted in deployment failure with manual compression required to achieve hemostasis. Additional information was received on 6/22/2017. All was normal until the doctor pulled back on the device to deploy the collagen, when he pulled back, there was no string or tamper tube. Nothing was reported to be disconnected. The handle and sheath came out of the patient. There was nothing evident when the doctor pulled back, and they were unsure if the anchor and collagen was removed from the patient. It was possible the anchor was deployed in the patient. No resistance was felt when pulling to deploy the device. It was reported the estimated blood loss was scant.